Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (posterior chordae in the clip) resulting in migration was related to user technique/procedural conditions as a chord was likely grasped with the leaflets. Image resolution poor is related to patient and procedural conditions as image was reported to be challenging due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. After the deployment, a chord might have been caught in the closure, leading to a tilt of the clip. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. During the removal of the lock line, it was observed that the clip jumped open to roughly 70 degrees. The clip was then deployed, reducing mr to a grade of 4-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. After the deployment, a chord might have been caught in the closure, leading to a tilt of the clip. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. During the removal of the lock line, it was observed that the clip jumped open to roughly 70 degrees. The clip was then deployed, reducing mr to a grade of 4-2. There were no adverse patient effects and no clinically significant delay in the procedure.